Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration/migration of essure device location of device: bilateral essures mal positioned under peritoneum'), fallopian tube perforation ('fallopian tube perforation'), menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual syndrome, lower abdominal pain, uterine cervical pain, adnexa uteri tenderness, scar, cyst, nabothian cyst, irregular menstrual cycle, painful red eyes, appetite absent, back disorder, paratubal cyst, folliculitis and bloating. Essure confirmation test(s) conducted, specify confirmation test? Unknown. Previously administered products included for an unreported indication: contracceptives. Concomitant products included medroxyprogesterone acetate (depoprovera) for oral contraception, ethinylestradiol;etonogestrel (nuvaring) for oral contraceptive as well as desogestrel;ethinylestradiol (desogestrel/ethinylestradiol) from (B)(6) 2018 to (B)(6) 2018 and fluoxetine hydrochloride (fluoxetine hcl) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). On (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"), 10 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("plaintiff has suffered physical pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with essure removal on (B)(6) 2018 and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, psychological trauma, anxiety and depression outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage and dysmenorrhoea was resolving and the genital haemorrhage, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: current weight 154lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, dyspareunia, anxiety, menorrhagia, depression and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs and mr received- new events abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), anxiety/mental anguish, depression and dysmenorrhea(cramping) were added. Patient demography added. Medical history and concomitant drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), perforation ('perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify confirmation test? Unknown. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("plaintiff has suffered physical pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury"). The patient was treated with essure removal on (B)(6) 2018. Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, perforation, dyspareunia and psychological trauma outcome was unknown and the genital haemorrhage, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, genital haemorrhage, pelvic pain, perforation and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events: migration, perforation, breakage/ expulsion: breakage, abdominal, dyspareunia (painful sexual intercourse), bleeding: general abnormal bleeding, psych injury were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.